Event description:
The rptr stated that he did back to back blood glucose testing, within 10 mins, using separate finger sticks. His results were 36 and 234 mg/dl. The rptr said that he may not have inserted the test strip all the way for the first test. He did not have any symptoms. A control test result was 137 mg/dl, in range.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8